Manufacturer narrative:
Product event summary: the sheath, 990065 with lot number 51301, was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked (pinched) at 2.10 inches proximal from the tip. Functional testing showed the deflection mechanism was working with difficulty due to the kinks on the shaft; the pull wire was not broken. In conclusion, the reported shaft kink was confirmed through testing. The sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) procedure, the sheath was having difficulty maneuvering. It was then observed the sheath was kinked and was replaced. The second sheath also had maneuverability issues and was able to be manipulated with resolve in order to perform rf. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.